Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 525 mg/dl. Insulin injection was administered by a school nurse to address bg. Contact alleged a bad infusion set site was the cause of the elevated bg. The type of infusion set used was not reported.